Event description:
It was reported to boston scientific corporation on september 2, 2008, that a mardis soft hydroplus coated stent was used during a stent placement procedure in 2008. According to the complainant, during preparation, it was noted that the stent was bent and would not slide over the guidewire. The procedure was completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received, an evaluation has not yet been completed, thus, the cause of the reported malfunction is currently undetermined.